Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had a needle retraction failure. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
DHR review was performed on lot number 7122830; the lot number was built on afa line 9 from (B)(6) 2017 thru (B)(6) 2017. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed (B)(4) (damage grip causing partial retraction) was initiated during the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Received one used iag/bc 18ga unit with an opened package from the lot number 7122830. Upon examination, the needle was observed partially retracted into the safety barrel and damage was evident to the grip of the barrel. The needle was repositioned outwardly and upon depression of the activation button, the needle did not successfully retract. The damaged grip prevented complete retraction of the needle. The plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint.

Event description:
It was reported that a bd insyte autoguard bc shielded IV catheter had a needle retraction failure. There was no report of exposure, serious injury or medical intervention.